Event description:
It was reported that the patient with this right ventricular (rv) lead had a perforation and had a surgery where the rv lead was cut. A scheduled of rv replacement was planned. The rv was programmed at 10 milli volts. Subsequently, this rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field d6b explant date and g2 report source.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a perforation and had a surgery where the rv lead was cut. A scheduled of rv replacement was planned. The rv was programmed at 10 milli volts. Subsequently, this rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a perforation and had a surgery where the rv lead was cut. A scheduled of rv replacement was planned. The rv was programmed at 10 milli volts. Subsequently, this rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field d6b explant date and g2 report source. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. However, the stylet test failed due to blood/body fluid clogging the terminal opening. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.